Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. Additionally, pacing inhibition was observed. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).